Manufacturer narrative:
An event regarding a fractured exeter bone plug involving the exeter plug adaptor was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for evaluation conclusions: the exact cause of the event could not be determined based on the information provided. The reported event indicated that a portion of the exeter plug was still attached to the adaptor after removing the introducer from the femoral canal. It was reported that a separate portion of the plug remained in the patient. No adverse consequences to the patient were noted. Further information such as lot details, relevant medical records (operative report and x-rays to visualize the implanted plug), along with return of the device are needed to fully investigate the event and determine a root cause of the plug not detaching from the adaptor. No further investigation is required at this time. If additional information becomes available or the device is returned, this investigation will be reopened.

Event description:
It was reported that when the plug is inserted with the plug introducer the plug normally stays in the femoral canal but in this incident, the plug ( 2/3) comes up with the inserter and 1/3 of the plug stays in the femur canal.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that when the plug is inserted with the plug introducer the plug normally stays in the femoral canal but in this incident, the plug ( 2/3) comes up with the inserter and 1/3 of the plug stays in the femur canal.